Event description:
The customer reported to olympus that the aspiration needle could not be removed from the lymph node. It had to be removed by maneuvering and force. Once needle was out it was noticed that part of the needle dropped from the needle. Needle had broken, but no parts were left in the patient. The issue occurred during a diagnostic procedure for an endobronchial ultrasound-guided transbronchial. Procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus, and it is not expected to be returned for evaluation of the reported issue. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in october, 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. From the past analysis, it is likely the needle tube was broken by the following mechanism: 1. A bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. 2. When the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. The failure to retract the needle into the sheath was thought to be due to buckling of the needle. The event can be prevented by following the instructions for use which state: "when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead." Correction to previous report: per the legal manufacturer, the customer's complaint of "unable to move the needle back and forward" has no potential to cause or contribute to death or serious injury if the malfunction were to recur. H6 problem code "1528 - difficult to remove" is not applicable to this event. Correction to h6: "10 - testing of actual/suspected device" was inadvertently added; the device was not inspected. Olympus will continue to monitor field performance for this device.